Event description:
It was reported that the handpiece began leaking an unk substance when setting up for a case. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and repair. An eval will be conducted, and a f/u report will be submitted after the quality investigation has been completed.